Event description:
Voluntary medwatch form received noted that the right ventricular lead exhibited undersensing, p-wave amplitude variation and an abrupt change in impedance. No intervention was performed. Patient status was not provided.

Manufacturer narrative:
Correction: previously reported malfunctions unrelated to this product. Correction made to h6 and b5 to reflect insufficient information.

Event description:
Voluntary medwatch report received noted that right ventricular lead potentially displayed an unspecified product performance issue. No further information was provided and patient status was not provided.